Event description:
Family member called lfs on behalf of pt alleging that pt's meter was reading inaccurately erratic. Ccr noted that they had obtained a "7.8 mmol/l" on the meter and wasn't feeling well. Family member had called the ambulance and pt was rushed to the emergency. At the hosp pt had a blood glucose result below "40 mg/dl" and they were treated with "IV unk" ccr replaced their meter to ensure safety. Spoke with family member in 7/2002 and they provided the following info: pt has high blood pressure, chf, is bipolar and is suicidal. Approximately two weeks ago pt had been feeling fatigue, headaches, nervous, and the shakes. All consistent with low blood glucose level. Pt had a blood glucose of "7.3 mmol/l" customer was not aware that they were in the mmol/l setting. They had called the hosp and were advised to bring the pt down to the ER or call the ambulance. Family member had decided to take the pt to the ER, because the hosp was nearby. At the ER pt had a blood glucose result of "below 40 mg/dl" on the ER meter. Pt was treated with "sugar" and released 5 hours later. Customer is on diabetes pills and the hosp recommened switching to insulin, due to the severity of their diabetes. Pt explained that the pt's meter had been in the mmol/l setting for a while and they had been getting "7.3 mmol/l and 7.8 mmol/l" constantly. Pt also explained that the meter calibration code may have been set incorrectly. Customer had been having hypoglycemic symptoms, however, their meter had been set to "mmol/l" and may have caused confusion or misinterpretation in treating themself. The calibration code was not set to match their test strips, which may have caused inaccurately erratic results. Customer was sent a new meter and was advised about the calibration codes and running regular quality control tests.